Event description:
I had an initial knee replacement surgery on (B)(6) 2016. I have since had a manipulation of (B)(6) 2017, a revision surgery on (B)(6) 2017, and another revision on (B)(6) 2017. I am in constant pain and possible additional surgery on the same knee within the next month or so. I am now dependent on a walker and or cane to get around. For long distance, a wheelchair is required. The initial surgery was manufactured by biomet. I was told by the second surgeon the first implant was twisted.